Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the buttons do not respond. The customer had a constant tone coming from their insulin pump. The customer was assisted with clearing the alarm. However, the customer requested to have their insulin pump replaced due to the keypad not working earlier. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had an intermittent button response due to flattened act keypad dome. The insulin pump was monitor and no audio/beep anomaly noted. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.